Manufacturer narrative:
The reported pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2182269-2018-00026, 2030404-2018-00010. During an atrial fibrillation procedure, a pericardial effusion occurred. After ablating the left sided veins for 30 minutes, the patient became hypotensive. An ice catheter within the patient at the time was used to diagnose a small pericardial effusion. A pericardiocentesis was performed which stabilized the patient.